Manufacturer narrative:
Additional information has been received which was not correct in the initial report. The updated information has been provided in below sections with this follow-up report. 1. Section h7 - checked recall box. 2. Section h9 - added battery cap recall number. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test. Test p-cap and reservoir locks properly into the reservoir compartment. No delivery alarms were not noted during testing. Successfully downloaded pump history files and traces using thump software. Pump alarmed 14 no delivery alarms on the event date of 08/22/2025 at 11:51:45.000 to 12:44:57.000 during bolus and basal in the pump history files and traces. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, battery cap contact missing, scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, and pillowing keypad overlay. No delivery/occlusion alarm was not confirmed during testing. Battery cap contact missing was confirmed during visual inspection. Moisture damage was noted found isolated to the battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a recurring insulin flow blocked alarm. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed and the insulin pump passed 5u fill cannula test. The customer was advised to change infusion set and reservoir. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1880 was requested and the customer response was that the device will be returned.